Event description:
During the procedure, it was noted that the snare frayed. During the first attempt at polp removal in the sigmoid colon, it was also noted that there was a burn on the opposite side of the polyp. An olympus ues/10 active cord was used with a 3.0 coag. An olympus generator was used. The patient went for an x-ray and is asymptomatic with no free air.